Event description:
Patient underwent an aorto-bifemoral bypass. It was reported that in 2003, graft became infected and was replaced by an superfical femoral vein. No further info was provided to the MFR.